Event description:
The customer observed a falsely deceased bilirubin result for a child patient while using the architect c8000 analyzer. The customer generated an initial result of 0.7 mg/dl and a retest (with new sample draws) of 15 mg/dl. The customer indicated they did not follow the minimum volume requirements for initial testing however an error on the analyzer did not occur due to the low volume of the specimen. Results were not reported out of the laboratory. Sample volume information was provided to the customer. No impact to patient management was documented. No additional patient information was provided.

Manufacturer narrative:
A patient ID was provided on (B)(6) 2012: (B)(6). Device evaluation: further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. The evaluation indicated that the event was due to insufficient sample volume (which was less than the system dead volume requirement of 50ul) in the sample cup. Reference to the package insert was provided to the customer to reinforce sample volume requirements. Tracking and trending did not identify an adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of architect c8000, list 1g06, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.